Manufacturer narrative:
(B)(4). The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered 12 shocks; however, it was not determined whether it was for ventricular tachycardia (vt) or supraventricular tachycardia (svt) as no device data was provided. The device was explanted for normal elective replacement indicator and replaced with a competitor product. No adverse patient effects were reported.